Event description:
It was reported to hill-rom that flakes came off at the end of the sling bar hook and got under caregivers nails. Ref MFR# 8030916-2014-00039.

Manufacturer narrative:
Hill-rom is filing this as an initial report and are conducting a complaint investigation after return of product to MFR.